Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, decreased range of motion, instability, and tibial tray loosening at the cement to implant interface. The surgeon noted metallosis synovitis within the joint. The femoral component was well-fixed but revised. The patella component was retained. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.